Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The explanted device was not returned for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm pericardial aortic valve was explanted after an implant duration of 10 years due to severe perivalvular "regurgiation". On explant it was observed that a leaflet was torn. Indication for initial surgery for this (B)(6) patient at the time of implant was severe calcific aortic stenosis. Since then, the patient had treatment for rectal carcinoma (radiotherapy, chemotherapy). No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of paravalvular regurgitation cannot be confirmed through visual observations. Report of torn leaflet was confirmed. The x-ray demonstrated minimal calcification on leaflet 3, and wireform intact. All three leaflets were observed to be thickened and swollen near the wireform and commissures. Leaflet 1 had a 1mm non-transmural tear along commissure 1, and a 10mm tear along commissure 2. Leaflet 2 had a 9mm tear along commissure 2, and a 5mm non-transmural tear along commissure 3. The cusp of leaflet 2 also had a 4mm non-transmural cut at the outflow aspect; the cut had an even and smooth edge. Swollen tissue was observed at all tear regions. A gap was observed in the central coaptation region due to leaflet tears. The sewing ring was cut around all three leaflets. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The root cause of this event cannot be conclusively determined with the available information. However, product evaluation observed torn leaflets. This finding was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.